Event description:
It was reported that the device fell apart while being used during a bariatric laparoscopy. The part that broke was outside of the pt. Surgery time was increased to find the pieces. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the top cap of the cannula broken apart. The inside part of the cannula into which one of the prongs fit was broken off and was not returned with the device. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and the integrity of the device is functionally tested, no conclusion could be drawn as to what might have caused the reported event.